Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic valve was explanted at implant. The explanted device was replaced with a 23mm same model valve. The patient presented with known triple-vessel disease, 95% left main and a totally occluded right coronary. Tee showed moderate regurgitation of the native aortic valve. At the time, the operative strategy was to do the 3 bypasses and not replace the valve. The bypasses were done but upon attempting to come off bypass the heart distended leading to the replacement of the native valve. The native valve was replaced using a 23mm magna. The heart did well briefly and then suddenly and inexplicably stopped functioning. The patient was placed back on bypass, the cannulas still in place. The surgeons did another bypass figuring the lad bypass may have been the problem. An iabp was placed in the aortic arch and again, surgeon tried to remove patient from cpb and the heart distended. At this point a central jet in the prosthetic valve was observed. The valve was excised; it was noted that the valve looked pristine with no evidence of pvl, well seated and the 3 cusps moved beautifully. There was no explanation for the jet observed. A new same model/size valve was implanted and the patient was able to come off bypass. The patient had severe coagulopathy prompting the surgeons to leave the chest open for closure at later date. The device will not be returned as it was discarded.